Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was resetting.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The cause of the monitor powered on was a flash memory failure (component u102 and u105) on the c/a board sn (B)(4). The flash memory has an intermittent connection is likely due to fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components.